Event description:
Caller states the pt tested 4.4 inr on the coaguchek xs system and 3.0 inr on a comparison lab. No actions taken based on device results. No adverse event related to the device reported. Requested return of suspect device and replacement was sent.